Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer stated that they later power cycled the system and had no more issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) after the case and reported prior to the case that universal surgical manipulator (usm) #4 moved and was erratic. Also during the case the customer stated usm #4 moved on its own again. Tse reviewed the logs and could see prior to the case error #100 for set up joint (suj) #4 being moved. So that would explain the movement prior to the case. Tse didn't see anything in the logs for usm #4 during the case. Tse suggested to power cycle the system prior to the next case and monitor ums #4 to see if issue persisted. Isi field service engineer (fse) was dispatched to shite to further troubleshoot. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to the suj being moved by an external force. This can be resolved by ensuring the suj is not touching anything and power cycling the system, if necessary.